Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal electrode in the jaws was broken when the customer opened the device. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25154423 1history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 01/27/2021. An investigation was conducted on 02/01/2021. A visual inspection was conducted. The harvesting device as well as the cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. The cannula was observed to be intact. No visual defects were observed. The heater wire on the harvesting device jaw was observed to be completely flexed away from the base to the tip of the hot jaw, with detachment at the tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. No electrical testing was conducted due to the extent of the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure,vasoview hemopro 2 metal electrode in the jaws was broken when the customer opened the device. No patient involvement.